Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A visual inspection of the product involved was performed on a picture provided by the customer. It can observe the part number 10714-01 (4 nylon tie strap) loose from 22 mm adaptor. However, the picture is not clear enough to determine alleged issue "leak-other". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "prior to use, they tested the circuit and found out an air escape located in the band that is attached to the filter, it looks broken". No patient involvement reported.